Event description:
Event description guidant received information that this implantable lead administered multipule shocks within two hours. The electrogram displayed noise on the ventricular channel which was oversensed and interpreted as ventricular fibrillation. The pacing impedance was less than 200, and the shocking impedance was within normal range. The patient's device was programmed to monitor only mode until the lead replacement had been completed. An invasive procedure was performed and the lead was surgically abandoned. The device was electively changed out.